Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle was blocked with foreign material. The light guide lens and jet tube had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information h3, h4, h6 correction: d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device. The device was returned to olympus due to leakage and it was confirmed reprocessing was not completed due to occurrence of leakage at the glue between the light guide lens and distal end which led to the remaining foreign material. Additionally, although the foreign material could not be conclusively identified, it was confirmed that the user used simethicone for the auxiliary water channel and a white foreign material adhered/clogged the auxiliary water channel. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection . IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.